Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the cfkb-475s device was being used during a rotator cuff procedure on (B)(6) 2021 when it was reported that "anchor driver broke during standard insertion. Surgeon even tapped pilot hole before inserting. Anchor 90% inserted when surgeon heard a snap and noticed the driver just freely spinning but screw no longer advancing. He had a straight shot so no adverse angle or torque. Seems to have broken right at weld." After further assessment it was found that all pieces were retrieved with graspers and a coker. There was a 15 minute delay to the procedure and the procedure was completed. There was no report of patient impact or injury. The (B)(6), male patient is recovering. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Visual examination of the returned used device (item cfkb-475s) found anchor detached from the driver. Broken anchor was not returned for evaluation. However, no damage found to the device. This is a technique dependent device, and the most likely cause of this suspected failure is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame 5,163 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised the following: ensure proper selection of bone punch, drill bit or tap according to anchor size selection. Inspect all instruments for damage prior to use. Ensure the anchor is properly seated on the driver tip prior to and during implantation. Proper orientation and alignment of instruments is important during implantation of the crossft knotless biocomposite suture anchor to minimize possible breakage of the anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Proper selection and placement of the implant are important considerations in the successful utilization of this device. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Corrected data: h6 investigation conclusions: code 4315-cause not establishedh10: visual examination of the returned used device (item cfkb-475s) found anchor detached from the driver. Driver tip was broken off (detached) from the shaft.